Event description:
The customer contact reported while in use on a pt, 10cm of air was noted in the tubing distal to the device with no device alarm. No specific patient info, device programming, or event details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this pt no medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by appropriately alarming when air was present distal to the device. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.